Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump's battery felt hot to touch. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient denied that there was any trauma or corrosion to the battery or battery compartment. The battery cap was reportedly not damaged. There was no evidence of moisture in the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's battery felt hot to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity related to the complaint. There was a black box record of a sudden battery voltage drop on (B)(4) 2012 due to discharged battery wear. The subject battery was not returned with the pump for investigation. There was no damaged to the pump or battery cap. Evaluation found that the pump powered up properly and the power circuit did not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections or internal components.